Event description:
As reported, during use in a thrombectomy surgery with this fogarty catheter, the balloon was burst promptly after inflation. It could not be verified if the balloon had been tested before use without issues. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received by our evaluation laboratory for full examination. As received, balloon was found to be ruptured in the central area. The central area of balloon latex was missing. No other visible damage was observed from catheter body or balloon windings. The through lumen was found to be patent and did not leak. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Based on further engineering investigation, balloon integrity inspection is performed as part of the manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Additionally, a pra has been generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.